Event description:
It was reported that a sensing anomaly was observed due to dislodgement. The lead was explanted when it could not achieve adequate sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.